Event description:
It was reported to hill-rom that the head of the bed would not stay up. A hill-rom service tech inspected the bed to find that the CPR cable guide was bent and pulling on the CPR cable, causing the head of the bed to remain in CPR mode and lower. The cable guide was adjusted to apply the correct amount of tension on the CPR cable.

Manufacturer narrative:
A hill-rom service tech inspected the bed to find that the CPR cable guide was bent and pulling on the CPR cable, causing the head of the bed to remain in CPR mode and lower. The cable guide was adjusted to apply the correct amount of tension on the CPR cable.